Manufacturer narrative:
Concomitnat medical products: product ID 3389-40, lot# 0207109754, product type: lead. Product ID 3389-28, lot# va152e2, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional, via a manufacturer representative, reported lead damage when removing the stylet handle during a procedure. When removing the stylet handle from the deep brain stimulation (dbs) lead, the proximal end of the dbs lead kinked. Subsequently, it was difficult to insert the dbs lead into the extension cable due to damage on the proximal end. Impedance measurements were taken by the physician during the procedure. Higher than usual impedances was suspected on at least one of the contacts on the dbs lead. No known events may have led or contributed to the issue. No known interventions were taken to resolve the issue. Follow up information received from the healthcare provider (hcp) via the manufacturer representative (rep) reported that, for case 1, extensive impedance measurements were performed post-operatively to troubleshoot the issue. Abnormal, low, impedances were measured for contacts 0 and 1, suggesting a short between those contacts. The resolve the issue contacts 0 and 1 were taken into account when performing programming/settings. For case 2, impedance measurements were also taken post-operatively and abnormal, high, impedances were observed for contact 8. However, it was concluded that contact 8 was not needed for therapeutic stimulation so no further consequences or actions were taken to resolve the issue.